Event description:
The customer reported to olympus that during the endobronchial ultrasound (ebus) procedure, there was an e309 light source connection failure and a b30 error code on the evis exera iii xenon light source causing a 45-minute procedural delay and extension of the patient's anesthesia. The condition of the patient was not impacted, and the procedure was completed with another similar device. The problem did not affect the outcome of the procedure. The technical assistance center (tac) was called as a result of the issue and it was found that a cable was loose and after reconnecting the cable, the customer did not get the reported errors. There was no report of any additional intervention and no patient harm.